Event description:
It was reported that a user on ilet observed elevated blood glucose readings around 186¿190 mg/dl with a stable cgm trend after a recent supply change, while a system check showed no leakage and the detached infusion site contained insulin. The user typically did not use the meal announcement feature, which prompted education on monitoring and use, and the device component relevant to the event was the user interface. Symptoms included hypoglycemia and hyperglycemia ranging from 69 mg/dl to 190 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified related to improper or incorrect procedure, specifically not following instructions to announce meals via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.